Event description:
It was observed that during the device evaluation, the rigid endoscope telescope exhibited light guide (lg) connector on the main body was missing. The issue was discovered after the diagnostic hysteroscopy producer, when the nurse attempted to dismantle the scope from the light source. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 21sept2024. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation and the information provided, the reported issue was likely due to the to the effect of a large mechanical force due to a shock, fall or collision with other equipment. However, the root cause of the event could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid endoscope telescope exhibited light guide (lg) connector on the main body is missing. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.